Manufacturer narrative:
The device was received for evaluation. During functional testing, a false downstream occlusion alarm was reproduced. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for a downstream occlusion during testing. There was no patient involvement. No additional information is available.